Event description:
It was reported that a patient presented to hospital for a pacemaker upgrade to cardiac re-synchronization therapy. During device-based testing in pre-operation, it was observed the atrial lead failed to capture. Concurrently, the physician elected to cap and replaced the atrial lead on (B)(6) 2025. The new pacemaker and atrial lead were successfully implanted. The patient was stable throughout the procedure.